Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm after being in hot weather. The customer's blood glucose (bg) level was 500 mg/dl. The customer changed the cartridge and infusion set. A correction bolus was administered and the bg level was lowered. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.